Event description:
After the surgery on both eyes, I was told that in just a few months, the light sensitivity and halos would subside. They have not. They have gotten worse. I'm at a point where I can't even drive at night due to headlights, streetlights, and any and all lights. I see star clusters, and multi ringed halos. I developed an infection in both eyes which were diagnosed as mites. This problem continued for months and months. Immediately afterward, my eyes itched and burned constantly. The sclera became wrinkled and partially covered the iris. In addition, I have floaters that are so large that they complete the obliterate people with whom I'm speaking, causing me to have to turn my head from side to side to be able to see the person around the floaters. Unfortunately, my wife had the surgery as well, and now she has returned to wearing glasses. She has piercing headaches on the side of her head near the eye ever since her surgery. And she too, can no longer drive at night due to the sensitivity to light, which includes the unbelievable halos and stars in and around every light.